Event description:
Additional information was received from the healthcare provider (hcp) via product surveillance registry. The cause of the motor stall was unknown. Recovery was attempted and failed. The patient was taken to surgery to replace the pump. The last pump change was on (B)(6) 2016 at 14:58, and indicated a motor stall occurred. The pump logs indicated the infusion drugs were sufenta 322.0 mcg/ml (180.03 mcg/day), bupivacaine 22.3 mg/ml (12.468 mg/day), clonidine 1,462.0 mcg/ml (817.4 mcg/day), and baclofen 1,128.0 mcg/ml (630.7 mcg/day) in simple continuous mode. Estimated elective replacement indicator (eri) was 19 months.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via (product surveillance registry) regarding a patient receiving intrathecal unknown baclofen 1,128.0 mcg/ml (dose 630.7 mcg/day) (lot number "118699/b), sufenta 322 mcg/ml (dose 180.03 mcg/day), bupivacaine 22.3 mg/ml (dose 12.468 mg/day) and clonidine 1,462.0 mcg/ml (dose 817.4 mcg/day) via an implanted pump. Indications for use were listed as non-malignant pain and failed back surgery syndrome. The device diagnosis was a pump motor stall and the clinical diagnosis was rapid increase in lower extremity pain. The programming date from the most recent refill prior to the event was (B)(6) 2015. The patient reported a rapid increase in lower extremity pain and pump alarm every 10-15 minutes on (B)(6) 2016. The event resulted in an unscheduled office visit. Device interrogation performed on (B)(6) 2016 showed a motor stall occurred and unable to restart pump. The logs from (B)(6) 2016 revealed infusion mode stopped pump and pump shut off for 03:23. The physician met the patient at clinic to interrogate pump. Interrogation revealed motor stall occurred approximately 4 hours prior. Multiple attempts to restart pump were unsuccessful, and patient was scheduled for emergency replacement that evening. The pump was explanted on (B)(6) 2016 and the outcome was resolved without sequelae. The device was to be returned to the manufacturer. The event was related to the device or therapy and unlikely related to the implant procedure. If additional information is received, a follow-up report will be sent. On (B)(6) 2016 iu psr (hcp sdy) document contained no new information.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Specifically, a stall due to shaft bearing was found as well as corrosion and/or wear and/or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.